Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: red particles on the surface shell and fluids.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.